Manufacturer narrative:
Batch review performed on 17 july 2020: lot 141410: (B)(4) items manufactured and released on 12-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient had a primary hip surgery on (B)(6) 2016. On (B)(6) 2016, the patient came in due to signs of an infection and the pathogen was streptococcus mitis. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. Presently, on (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown, the surgeon performed an I&d and revised the poly. The surgery was completed successfully.